Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave out inaccuracies on (B)(6) 2014. Patient's parent reports the device read both lower and higher than the finger stick values. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.